Event description:
Multiple anesthesia providers, over multiple months, have contacted biomed and/or anesthesia technicians for troubleshooting the monitor at the anesthesia workstation in ep procedure room 1. Most commonly, the problem is with blood pressure monitoring. Today, I have set the bp cuff to cycle more than three times, but the cuff has not cycled. Rather, it has checked a single blood pressure and then turned off. At other times it has cycled properly for a few bp checks and then has randomly stopped cycling. Sporadic blood pressure monitoring endangers patient safety. Moreover, this is not the first-time problems have been encountered with this monitor. This model of monitor is being "phased out" because of problems. The purpose of a monitor is to monitor vital signs. If the monitor cannot reliably monitor vital signs, it needs to be replaced. If there are known problems with this model series, then the monitor should be replaced with models that are up to the task of reliable monitoring of vital signs. Planned procedure completed without harm. Monitor and associated hardware was replaced by medical engineering a few days after the incident.